Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Medtronic received information that this annuloplasty ring, implanted 17 years, was explanted due to mitral regurgitation. It was reported that the hospital misplaced the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.